Manufacturer narrative:
The product was returned with the membrane completely unfolded with no traces of visible blood. A 30 ml syringe with attached one-way valve, three-way stopcock, and pressure tubing were returned. An underwater leak test of the balloon, catheter, y-fitting, pressure tubing and extracorporeal tubing was performed and no leaks were detected. The reported event cannot be confirmed by the evaluation. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
N/a.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a leak in iab circuit alarm. The iab was removed and replaced with a new one to continue therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).